Event description:
It was reported that when the patient presented in clinic for a follow up, oversensing noise was noted on the ra lead. The lead also exhibited decreased sensitivity and high capture threshold. The lead was explanted and replaced. Patient was stable.

Manufacturer narrative:
Additional information: a complete lead was returned in one piece for analysis. Visual analysis of the lead found damage to the outer insulation at 23.3cm to 24.8cm from the connector pin. Electrical testing found the outer coil open circuit due to the conductor fracture. The inner insulation also separated or damaged in the clavicle crush region the cause of the reported events was isolated to the damaged inner insulation exposing the inner coil and the fractured outer coil at the clavicular crush region.

Event description:
New information received notes that the clavicular crush and insulation anomaly were seen visually on the right atrial lead. Insulation issue was confirmed via x-ray and fluoroscopy.